Event description:
It was reported that the customer received a no delivery alarm among other alarms on the insulin pump. Troubleshooting was performed. The no delivery alarms were resolved by a complete set changed. For another alarm, a self-test was performed and passed. Customer declined to complete troubleshooting for alarms related to the battery and high blood glucose. Customer's blood glucose was 395 mg/dl at the time of report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.